Event description:
The account alleged the patient position module did not alarm when the patient moved in the bed. No injury reported.

Manufacturer narrative:
The account found the patient position module alarm system in functioning as designed.